Event description:
An or technician reports three patients with infections one day following intraocular lens (iol) implant surgery. The patient was treated with medications. In a follow-up, the surgeon reports the prognosis for the patient as "good". This medical device report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/17/2008 an 10/20/2008 by phone, fax, and mail. A completed questionnaire was received on 10/21/2008. This report was mailed to FDA on: 11/14/2008.